Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and component migration.

Event description:
On (B)(6) 2014, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A pxc161400 was implanted in the left common iliac artery. On an unknown date in (B)(6) 2020, postoperative follow-up examination confirmed that the diameter of the left common iliac artery had enlarged, resulting in device migration proximally. No endoleak was detected. On (B)(6) 2020, a reintervention was performed. The left internal iliac artery was embolized, and an additional stent graft was implanted into the left external iliac artery. It was reported that the event was caused by the poor condition of the patient's common iliac artery.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.